Event description:
It was reported by a nurse that a vns pt had an increase in seizures above pre-vns baseline. The treating nurse believes that the increase in seizures is due to loss of therapy. There has been many medication and programming changes for pt's seizure control. Additionally, pt complained about painful stimulation which did not resolve with settings adjustment. Placing a magnet over the generator to disable the device; however, alleviated the pain in neck. There has been no trauma or manipulation to the vns generator and lead.